Manufacturer narrative:
(B)(4). Device evaluation expected but not completed. Any results of evaluation will be provided in a follow-up emdr.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed the homechoice return instrument test / evaluation (rite) electrical test but failed the rite functional test due to being received inoperative due to a pushed in power switch. Once made operative, the device met the remainder of the rite functional test requirements. The product analysis lab (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. The cause of the increased intra-peritoneal volume (iipv) identified in the device logs was undetermined. A labeling review was performed and was found to be sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the therapy log of a homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 3. The programmed fill volume was 2300 ml. The patient's ultrafiltration (uf) reading was 1568 ml, indicating the home patient (hp) drained 1568 ml more than their programmed fill volume of 2300 ml. This information indicates a total drain volume of 3868 ml, which meets iipv criteria. No patient injury or medical intervention was reported.